Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the display was blank when the device was powered on. There was no patient involvement at the time the issue was discovered as the issue was found during device setup. No patient or user harm was reported. The customer called technical support to report that the display was blank when the device was powered on during setup. The device was cycling normally, and no alarms were activated. The front panel light emitting diodes (leds) were illuminated, but no parameters were visible on the screen. The customer also noted that the device had software version 2.30. The remote service engineer (rse) advised the customer that the device may have a first-generation lcd and recommended replacing the user interface (ui) assembly to correct the issue. The rse provided the customer with the part identification of the replacement ui assembly for repair.

Manufacturer narrative:
Per good faith effort (gfe) response, the bme was told that the ui assembly was in stock, but the replacement part had not actually shipped. After one month, the bme cancelled the order, and respiratory management decided not to repair this unit but instead trade it in for a new ventilator. This unit has been scrapped for parts. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.